Manufacturer narrative:
Device passed functional testing including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep currents, active currents and selftest. Device communicated properly with test guardian link transmitter. No pump error 4 or communication anomaly noted. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No failed battery test or replace battery now alarm) noted. Pump error 53 found in the pump history due to software error. Unit received with corroded battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a software error and a motor arm cannot communicate with the main arm alarm. The customer's blood glucose value was unknown at the time of the event. The customer stated that they received a replace battery alert on the insulin pump, they changed out the battery, but now states that there is a red x going through the rf icon. The customer stated that the two insulin pump errors in her alarm history before the insulin pump requested new batteries be inserted.. After the pump errors, customer received insert battery and battery failed alerts. The customer was able to clear the alarm and was able to complete the insulin pump rewind. The insulin pump did not pass the self test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.